Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture. Visual inspection found the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
In the process of the iol implant, due to the lack of patient's cooperation (turn the head) lead to the operation caused by natural crystals become cloudy. The iol implantation solved the problem and the patient's condition is good. (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.0/+2.0/073 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on the same day due to lens opacity (asco). Phaco- emulsifaction was performed and an iol was implanted. The patient's best corrected visual acuity (bcva) was found to be 20/20.